Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The cause for the report of peritonitis was due to use error, poor aseptic technique. A labeling review was performed and found to be adequate. A batch review was performed for the potentially associated lot numbers (gd878207, gd878199), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This complaint was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information from a nurse of peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following. The patient's nurse reported the patient made a mistake while performing therapeutic pd and experienced a touch contamination on an unreported date. The patient was hospitalized on an unreported date in (B)(6) 2010. On an unreported date in (B)(6) 2010, the patient had peritoneal effluent cultures taken. The results of the cultures were unknown. Treatment during the hospitalization was not reported. On an unreported date, the patient was discharged and had recovered from the peritonitis. The outcome of the touch contamination was not reported. It was not reported if dianeal therapy was ongoing. Per the nurse, the peritonitis was not related to dianeal therapy; rather it was related to the touch contamination. The nurse did not provide an opinion of causality for the touch contamination.